Event description:
An ultratome was used for a therapeutic ercp. During the procedure the cutting wire broke. The procedure was completed with another device.

Manufacturer narrative:
The device has not been returned for evaluation yet. Therefore a failure analysis is not available and we are unable to determine if the device met its specifications.